Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was programmed to a monitor only mode per the remote patient monitoring system. Attempts to obtain additional information were unsuccessful. This product is now out of service and explanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.